Event description:
The patient was treated in the study with precise stent (p10040xc) in the right internal carotid artery. The following day, the pt experienced mild left lower facial weakness, mild left hemiparesis in the 4-5 range, and decreased sensation of the lower extremities, but is symmetrical. The pt experienced altered mental status with pain behind the right eye following carotid stenting. The pt's discharge diagnosis was bilateral cerebral emboli bilateral ischemic stroke possibly following carotid intervention, recent right cerebrovascular accident, and hyperlipidemia.

Manufacturer narrative:
The patient was treated in the study with a precise stent placed in the right internal carotid artery. An angioguard filter was successfully deployed and retrieved with no technical problems reported. The following day, the pt experienced mild left lower facial weakness; mild left hemiparesis, and decreased sensation of the lower extremities and altered mental status with pain behind the right eye. The onset was gradual and recovery was partial with minor residual. The pt's discharge diagnosis was bilateral cerebral emboli, bilateral ischemic stroke possibly following carotid intervention, recent right cerebrovascular accident, and hyperlipidemia. Stroke is a well known potential complication of this type of procedure. The physician stated that the event was not related to the cordis product but was related to index procedure. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.